Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas and outlines indications of thrombus, as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a push enterostomy was performed on (B)(6) 2022 which revealed a normal esophagus, stomach, duodenum, and proximal jejunum. A colonoscopy was performed on (B)(6) 2022 and revealed red blood in the ileum and red blood and blood clots in the entire colon. Lavage of the area was performed using copious amounts which resulted in clearance with fair visualization. A computed tomography angiography (cta) of the abdomen and pelvis with gastrointestinal (gi) bleeding protocol was performed on (B)(6) 2022 and revealed a decompressed colon at the cecum with enhancement noted over the cecum and ascending colon. Early studies showed no area of active bleeding, and distal bowel loops showed no evidence of hematoma or hydropic gallbladder with biliary sludge. A gi blood loss study on (B)(6) 2024 revealed positive gi bleeding within the pelvis, and the findings were concerning for active gi bleed that possibly came from the sigmoid colon. A cta gi bowel ischemia on (B)(6) 2023 revealed no evidence of an active gi hemorrhage and no acute abdominopelvic abnormality. A small bowel capsule endoscopy (sbce) performed on (B)(6) 2023 revealed no arteriovenous malformations (avms) on the study which did not reach the transverse ileum or cecum.